Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported a physician completed an eviva breast biopsy procedure on (B)(6) 2017 and when the needle was removed the physician noticed the tip of the need was bent. The patient bleed a little from the site and had a hematoma. No other patient injury was noted and no intervention was required. Post mammogram was clear and the patient is ok.